Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection, only deposits on the catheter between the valves were visible permeability test: a permeability test has shown that the progav 2.0 shunt system is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The test bench measurement has shown that the progav 2.0 operates not within the specified tolerance in the horizontal position. An accelerated outflow could be determined. The shuntassistant operates within the specified tolerance in the vertical position. Adjustment test: the progav 2.0 was tested and is not adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our examination results, we can determine an accelerated outflow as well as a non-adjustability, at the time of our examination, at the shunt system. The cause of the accelerated outflow and the non-adjustability could be the observed deposits. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx413t) was implanted during a procedure performed. According to the complainant, the shunt system was believed to be operated in overdrainage and non-adjustability. The patient underwent a revision procedure performed on unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 years. Height: 132 centimeters (cm). Weight: 30 kilograms (kg). Gender: male.